Event description:
The customer found the video ground pin on lemo connector pushed in. No patient injury was reported.

Manufacturer narrative:
The service rep removed and replaced lemo receptacle cable asm. He connected the mainframe to the workstation and turned on the system. The system fluoro'd with no errors or no problems. System is operating as intended.